Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized and dies on (B)(6) 2019 due to tubing fell off leading to hyperlycemia. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . A complaint investigation was conducted based on the event description and the assigned malfunction code occlusion in the tubing and/or tubing connectors-blockage. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high level investigation was conducted for the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to minimed quick set paradigm, minimed mio, minimed silhouette, quick set paradigm, minimed sure-t product families. Please refer to the attached memos for full details. Minimed occlusion. Enclosure 1: electronic quality management system (eqms) search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination . Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion . Due to the absence of a lot number, part number, and returned product, the investigation was limited to a high level review of the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to quick set paradigm, minimed quick set, minimed mio, minimed mio 30, minimed silhouette, minimed sure-t, sure-t paradigm and I-port advance product families. The review included an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available.

Event description:
To date no additional patient or event details have been received.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged correction: this MDR is being submitted to correct the submitted outcome attributed to adverse event under b2, date of event under b3, report source under g2, type of reportable event under h1 and health impact code under h6. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: this investigation has been updated because the malfunction code changed from leak between tubing and site connector - detachment / significant wetness to leakage issues-cannot be determined - medical intervention required, which requires additional activities not included in the original investigation dated 18-feb-2026. The original investigation remains valid and has not been modified. Complaint investigation results: a complaint investigation was performed based on the event description and the assigned malfunction code leakage issues-cannot be determined - medical intervention required lot number was not provided; however, the evaluation of the event description did not identify evidence of device malfunction or product-related failure. Based on the information available, the complaint is consistent with scenarios involving misuse, user-related factors, or no malfunction alleged, as reflected in the assigned malfunction code. In accordance with appendix 7.7 of work instruction [7.0] complaint handling, the need for additional investigation activities, including batch record review, product testing, or electronic quality management system search, was evaluated and determined not to be warranted for this record. Corrective and preventive action determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion: based on the event description and assigned malfunction code, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable death. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380